Event description:
The customer reported a leak of about 2 milliliters of fluid from the probe of the act 8/10. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event.

Manufacturer narrative:
The customer was assisted over the phone by the customer technical support specialist (cts) with removing and cleaning the probe wipe and also bleaching the vacuum path (aspiration path) from the probe wipe to the vacuum chamber. This resolved the issue. The failure mode identified is likely to generate erroneous cbc/diff parameters due to contamination or dilution of the sample during aspiration. (B)(4). Customer resolved the issue.